Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a paroxysmal atrial fibrillation interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A cuff miss [suture retrieval issue] occurred with the second proglide device. The suture of a third proglide device was successfully pre-placed. The sheath remained an 8.5f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.